Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: open inguinal hernia repair. Cathplace: lateral sub-external oblique aponeurosis. Summary: pt's wife placed a call as she was inquiring about the black tip of the catheter. Pt's wife removed the catheter and met resistance, she is afraid that the catheter broke as she was unable to verify the black marked tip at the end of the catheter. Initial reported info as received: pt's wife called to ask what the black tip was supposed to look like at the end of the catheter. She explained that her husband had hernia surgery on (B)(6) 2013 and the pain ball was empty on (B)(6). When she tried to take it out yesterday, it was hard to remove, but she kept pulling and was afraid that it broke off. I had her walk me through the catheter and we started at the blue hub and then followed the amber color tubing down, she was able to verify the first 4 black marks, the 3 black marks, the 2 black marks, the 1 black mark, and then she said that was the end of it. She did not see a large black mark that was to follow or a black mark at the tip of the catheter. She said that she was afraid that it happened yesterday when she tried to pull it out, but was reading the literature today and remembered not seeing any black tip. She was told to notify her physician and it would be his discretion as to what to do with the catheter, she said would notify him tomorrow. Add'l info received (B)(4) 2013: pt was reported to be doing well after the surgery and the pt was going to return on (B)(6 )to have the catheter removed. Add'l info received (B)(4) 2013: the catheter was surgically removed from the pt and the hospital discarded to removed remnant.

Manufacturer narrative:
Method: at this time, the device is pending return to the MFR. A review of the device history record (DHR) was conducted for the lot number provided. Results: results are not available as an evaluation has not yet been performed (pending product return). The reported lot met all mfg specs at release. Conclusions: a conclusion is not yet available as the investigation is pending an eval and investigation of the returned sample and it is still in progress. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.